Event description:
It was reported the customer had a reset alarm on their insulin pump. Customer also reported receiving multiple battery out limit alarms. The customer stated their insulin pump powered off and began to count down after turning back on. The customer's blood glucose was 167 mg/dl. Customer stated the reset alarm did not occur within three minutes of an unsuccessful write settings attempt with their software. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.